Manufacturer narrative:
The patient weight was not provided. Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ the motor is not a single use device. The approximate age of the device is 7 years and 3 month, calculated from the date of manufacture. The device is expected to be returned for evaluation. It has not yet been received. The centrimag motor was manufactured in june of 2010. The manufactured date was approximated as 01jun2010. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was being supported with an extracorporeal circulatory support pump. It was reported that a motor failure alarm occurred. The pump was on and running. The motor was hot to the touch, so a fan was used to cool the motor. The equipment was exchanged and no further alarms occurred. The patient was anticoagulated and was successfully weaned from support. No additional information was provided.

Manufacturer narrative:
The returned extracorporeal circulatory support motor was evaluated and tested by technical service. The reported event could not be duplicated during the evaluation. The unit was operated multiple times, both with and without a pump, but no issues were observed. The motor never became hot to the touch. A full functional checkout was performed and the unit passed all tests. The returned motor was found to function as intended. As a result, the reported event could not be confirmed. A root cause for the reported event could not be conclusively determined nor correlated to a device related issue. The unit was returned to the customer site. Reports of similar events will continue to be tracked and monitored. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.